Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician claims the dilator is not locking into the hub properly. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator is not locking into the hub properly was confirmed. Returned were a dilator and a saf sheath. The dilator was removed from the sheath and reinserted. A light tug on the dilator removed it from the sheath. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions while viewed under a microscope. The od of position 1 measured 0.1446 inches and position 2 (rotated 90 degrees from position 1) measured 0.1465 inches. Both measurements were less than the minimum specification of 0.149 - 0.151 inches per the dilator graphic. The inner diameter (ID) of the sheath hub measured 0.145 inches using, which met the specification of 0.143 - 0.146 inches per the sheath graphic. A device history record review was performed based on sales history and did not reveal any relevant findings for this com plaint issue. The probable cause of this issue is manufacturing related. Further investigation of this complaint issues is being conducted.